Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was noted that the basal history did not match the active basal program. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 05/30/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2017 with the following findings: the basal change history appeared to be inaccurate due to the user manually changing the time on (B)(6) 2017. There were unexplained loss of primes on (B)(6) 2017 06:34 with delivery returns. There was a replace cartridge alarm on (B)(6) 2017 19:44; deliveries resumed . There was a replace cartridge alarm on (B)(6) 2017 17:52; deliveries resumed. There was an occlusion alarm recorded on (B)(6) 2017 with deliveries resumed. The pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and total daily dose (tdd) showed 24.0u. Unable to duplicate the complaint.